Event description:
The patient was brought into the cath lab for dft testing due to t-wave oversensing. During testing, it was noticed that there was a large amount of continual noise on the rv pace/sense lead and varying high impedance measurements. Lead fracture suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the pace/sense portion of the lead was capped and replaced (B)(6), 2011.